Manufacturer narrative:
The pod was received for evaluation not deployed. Timeouts and a drive stall were observed, resulting in the first prime ending prematurely at 36 pulses. After 46 total priming pulses, the ratchet gear did not advance enough for the needle mechanism to deploy. No damage was observed that would contribute to the high pulse width with drive stall, the cause of which could not be determined. The high pulse width with drive stall is confirmed as the root cause of the reported needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported when activating a pod, the pink slide did not move forward, and the cannula did not deploy, indicating a needle mechanism failure. There was no impact to the patient¿s blood glucose levels. The pod was not worn.